Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust the stimulation using the pt programmer. A "call your doctor" icon was displayed and a power on reset (por) condition existed. The por condition was subsequently cleared and the issue was resolved. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be field if additional info becomes available.